Event description:
It was reported that following the ablation procedure, when attempting to extubate the patient, the patient experienced increased blood pressure and tachycardia. The patient was then treated with prolonged intubation. It was noted the adverse events were definitely related to the surgical procedure. The event was considered resolved on (B)(6) 2019. There were no further patient complications reported in relation to this event.